Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? If reoperation was performed, please provide date and surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2011 and the mesh was implanted. It was also reported that following the procedure, the patient experienced severe left sided groin pain, vaginal stabbing pain and constant pins and needles. The vaginal component of the mesh was excised and removed from the patient. Additional information was requested.